Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A clinical investigation was performed. The clinical investigation concluded that the patient had an a/v fistula placed to receive hemodialysis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a casual relationship between the newton cycler and the diagnosis of peritonitis. The device was not returned to the manufacturer for physical evaluation, and the lot # was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months prior to this event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
While reviewing medical records for an unrelated event, it was determined that a peritoneal dialysis (pd) patient had been hospitalized and treated for an incident of peritonitis. The patient's effluent culture showed acinetobacter species in her peritoneum. The patient was treated with antibiotic cefeprime and was later discharged from the hospital. During follow up the patient's pd nurse reported the peritoneal dialysis (pd) patient stated her fluid was cloudy and was experiencing cramps while on the newton cycler. The patient was treated with intra-peritoneal antibiotics and her pd catheter extension was changed.